Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a photograph of the affect device was received. During visual inspection it was observed that the mini cap was empty, missing the sponge and there was no iodine stain present. Upon conclusion of the investigation, it was determined the cause can be related to a manufacturing issue during sponge assembly. The cause of this event was further investigation and determined to be in relation to sponge size variation and rejected product mixing with accepted product due to machine shutdown. To correct this issue, a systematic separation of mini caps and cleaning has been implemented for when the machine has stopped working. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no sponge inside the minicap. This was noted before use. There was no patient involved. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.